Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. The dentist reported that immediate implant and immediate load were performed.

Event description:
The clinician reported almost 5 months after the dental implant and abutment were placed in ada site 4, the implant had not achieved osseointegration. Clinician reports insufficient bone quality and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported almost 5 months after the dental implant and abutment were placed in ada site 4, the implant had not achieved osseointegration. Clinician reports insufficient bone quality and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.